Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was discovered that the quick coupling for k-wires device was making grinding noise and slowing down. There was a three minute delay in surgery. There was a spare device available for use. There were no reports of patient or user injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed on the device which found a worn chuck. The assignable root cause was determined to be most likely due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.